Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion had been predilated with a semicompliant 2.5 mm euphora balloon. No relevant calcification or tortuosity were noted and the pre-dilating balloon expanded adequately. There was no difficulty removing the protective sheath and packaging stylette. No resistance was felt during device advancement. The event occurred during kissing balloon of a previously stented lesion with the 3.0x20mm euphora balloon being positioned in the main vessel and manually inflated, while the side branch balloon was inflated through an indeflator. It was reported that since the 3.0x20mm euphora balloon was manually inflated, it is unlikely it was inflated at high pressures. An attempt was made to retrieve the 3.0x20mm euphora into the guiding catheter. The device became stuck with the 0.014" non-medtronic guidewire retrieving it from the lesion. The patient is doing well. The procedure was completed by post-dilating the stent with a non compliant 3.5 mm balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a guidewire was loaded in the device and the device was loaded in a guide catheter. The distal section of the device had advanced through the guide catheter. Damage was evident to the distal tip. The balloon was inflated. The proximal balloon bond was necked. The device was pulled proximally through the guide catheter and removed with a small amount of restriction noted. The transition shaft was severely stretched. It was not possible to remove the guidewire from the device. There was 70.3 cm of the guide wire exposed distal to the distal tip of the device. The distal shaft and inner member were cut radially immediately distal to the exchange joint, and then in increments distally in order to remove the guidewire. There was a section of the guidewire that appeared to have a step-up area, this measured 4cm in length and the inner member of the device was trapped at this location. The guidewire od was measured immediately distal to the step-up section and was confirmed to be 0.010inch. The remainder of the guidewire was measured, and the od was confirmed to be 0.014inch. The coils on the guidewire were separated, however this may have been happened during analysis. Additional information: manual inflation was performed in the main branch using a 20ml syringe filled with half saline and half contrast medium. The balloon was inflated by pushing mixture with the operator's hand at the same time of side branch balloon inflation. It was reported that since the device was manually inflated it is unlikely it was inflated at high pressures, it was indicated that inflation would not have been greater than 3-4atm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a euphora rx ptca balloon catheter was used to treat a lesion. The device was inspected with no issues noted. It was reported that the balloon would not deflate at the lesion site following the first inflation. The whole system had to be removed with the balloon still inflated. There is no patient injury reported.